Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had and irritation on their back caused by the lifevest. The patient described the irritation as an open sore. There was no alleged device malfunction. The patient's physician advised placing a bandaid on the irritation. The patient reported that the irritation was getting better.